Event description:
Updated on 10/01/08 through correspondence with the physician; oscor was informed that the pacemaker pulse generator migrated and apparently pulled/dislodged this right atrial lead and ventricular lead. This right atrial lead remains implanted and is still partially functional; the lead is not available. The lead remains implanted for approximately 9 months. On the previous month, the customer reported this lead was explanted because it had dislodged.

Manufacturer narrative:
The lead remains implanted, and as a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.